Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint (B)(4) 2015. Device evaluation was completed on (B)(4) 2015. The test strips involved with this complaint failed testing. The test strips were found to have results above the range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use and passed tga testing. The meter was also returned and tested. The complaint could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his one touch verio iq meter was reading inaccurately high compared to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient reported that at around mid-day, on (B)(6) 2014, he obtained a result of ¿over 7mmol/l¿ on the subject meter. The patient detailed that he manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged meter issue. The patient claimed that prior to the alleged inaccuracy, he had developed symptoms of ¿fatigue and trembling¿ and that he had self-treated by eating food. During troubleshooting, the cca noted that the meter was set to the correct units of measure and that when the patient performed a control solution test, the results were in range. Replacement products were sent to the patient. This complaint is being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to this serious injury as the patient had become symptomatic prior to obtaining the alleged inaccurate result. There is no evidence of delay in treatment as a result of the alleged issue and the patient did not report taking any inappropriate action based on the result obtained. In addition, there is no evidence that the subject meter malfunctioned.